Event description:
Event description guidant received information that this implantable pacemaker (ipm) was unable to be interrogated. However, the pacemaker was functioning appropriately and had a magnet rate of 100 ppm.